Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 338.300, lot 8493284: manufacturing site: hägendorf. Release to warehouse date: august 14, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a photo investigation was completed: reviewing the provided picture, the breakage of the device can be confirmed. Furthermore, the broken part shows a cracked area at the tip. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. H3, h6: a product investigation was completed: the front part of the returned dhs/dcs wrench is broken at the area of the laser welding. Besides, the instrument presents normal signs of use. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint condition is confirmed as the dhs/dcs wrench is broken. The breakage occurred at the area of the laser welding. This production lot was manufactured in august 2013 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The component parts of the dhs/dcs-wrench are connected by thread and secured by a functional laser welding. The microscopic observation shows remaining laser welds on both involved components showing that the weld joint was correct at the time of manufacturing. It is likely that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted in the breakage. By the evidence that this device was used successfully over its 7 (seven) years of lifespan we conclude that the cause of failure is not due to any manufacturing non-conformances. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a dynamic hip screw (dhs) procedure on (B)(6) 2020 the insertion handle broke intraoperatively. The handle broke during use when inserting an dhs screw with a dhs plate attached. A new set was needed for the case and the surgeon had to remove, and re-insert the implant. Fragments were generated but removed easily without patient harm. An additional x-ray was taken to confirm no fragments remained in the patient. The procedure was competed successfully with a 25 minute surgical delay. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown); unk - plate: dhs/dcs (part# unknown; lot# unknown; quantity: unknown). This is report 1 of 1 for (B)(4).